Manufacturer narrative:
Reporter is a synthes employee. Part: 03.010.475, lot: 9862238; manufacturing site: bettlach; release to warehouse date: may 19, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap was received showing the entire distal tip (both threaded and non-threaded portion) broken off. The fragment was returned. Impaction marks were noted on the top of the driving cap, including marks around the outer edge, from consistent use. No other issues were identified with the returned components of the device. The device failure/defect of broken tip was identified during the investigation and is related to the reported complaint condition. Dimensional inspection: drawing: connector f/insertion handle f/pfna se. Feature: distal tip diameter (non-threaded portion). Result: conforming. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Connector f/insertion handle f/pfna se. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the driving cap as the entire distal tip (both threaded and non-threaded portion) was broken off. While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of a tibia nail on (B)(6) 2019, the driving cap broke at the threads. There were no other devices being used when the driving cap broke. Broken device was always outside the patient, so no fragments needed to be removed. There was no surgical delay. A replacement of driving cap was used to complete the procedure. There was no patient consequence. Concomitant devices: tibia nail (part: unknown, lot: unknown, quantity: 1). This report is for a driving cap. This is report 1 of 1 for (B)(4).